Event description:
The customer reported that the asi is blank. The customer did not report that this event occurred during patient use.

Manufacturer narrative:
The customer reported that the asi is blank. The maintenance schedule is not reported. Communication with the customer: the pads are expired as of jun 2017. Advised the customer to remove the AED from service due to the expired pads. Emailed distributor contact info with part numbers. When the new pads are received, change the 9v battery, connect the pads, and verify that the asi is flashing green. Also advised the customer to consider replacing this AED due to its age and unit is no longer under warranty. Requested the customer to call back for tech support if needed. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.